Event description:
New information noted that the lead was explanted on an unknown date. No further information was available.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the operating room for a regular generator change. It was noted that the right ventricular lead was noted to have externalized conductors, under fluoroscopy. The case was abandoned. Lead replacement was discussed for a future date. There were no patient symptoms.

Manufacturer narrative:
A partial lead was returned in one piece measuring 51.0 cm. The reported event of externalized conductor was confirmed. The cause of the externalized conductor was due to the internal insulation abrasion breaching the inner coil and nonfunctioning cable.